Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in liege, belgium. This medwatch report is being filed on behalf of livanova (B)(4). The customer provided lab results to livanova (B)(4) which confirm the presence of mycobacterium chimaera. The customer stated that the cleaning and disinfection procedure has been performed regularly and that the device is placed outside the operation theatre during use. The customer has requested that the device be returned to livanova (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera. There is no known patient involvement.